Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wire of the instrument was poking out but not separated. No missing or fallen pieces were reported. On (B)(6) 2014, the customer noted via email that the instrument looked frayed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable up was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.